Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that no bolus delivered alarm. The customer¿s blood glucose level was 270 mg/dl at the time of incident. The customer stated that the second bolus was delivered and recorded as delivered in history but he still received the no bolus delivered alert. The self test was performed and test came back with no errors. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Several boluses were programmed. Boluses and all deliveries were properly delivered. No unexpected bolus stopped alarm noted during testing. Device functioning properly during testing. (B)(4).